Event description:
It was reported that a spectrum infusion pump falsely alarmed downstream occlusion. It was also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom false downstream occlusion alarms. The evaluation found that the downstream sensor current readings with a fluid filled set loaded were above specification, and that the downstream pressure plate gap was out of specification, which are both known contributors to the reported symptom. The device was recalibrated to correct this condition.